Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device history records review has been requested. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016, patient underwent implant procedure. On an unknown date postoperative, patient had a fracture of proximal femoral nail advance (pfna) due to a pseudoarthroses healing of bone. On (B)(6) 2018, patient underwent revision surgery and implants were exchanged. There was no surgical delay. Patient outcome was unknown. The surgical procedure was completed successfully. Concomitant device: pfna blade (part 04.027.037, lot l009819, quantity 1). This report is for one (1) pfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history review: part: 472.340s, lot: 9893328, manufacturing site: bettlach , release to warehouse date: 11. April 2016, expiry date: 01. April 2026. The device history record shows this lot of 12 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate 18964 was reviewed and the used material was according to iso-5832-2 specification for implants for surgery. The returned broken pfna - nail was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation. During this investigation, the features which are relevant for the complaint condition ø17 mm, ø10 mm and ø4.4 mm were measured, and have fulfilled their specifications according to the drawing. During the manufacturing process these features were inspected through the inspection sheet and the whole lot has passed its specifications. Therefore, the nail was manufactured according to its quality standards and any manufacturing issue can be excluded. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device history records review was completed for part: 472.340s, lot: 9893328. Manufacturing location: (B)(4), release to warehouse date: apr 11, 2016, expiry date: apr 01, 2026. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformity noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: pfna blade (part: 04.027.037, lot: l009819, quantity: 1), locking screw (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a revision surgery and implant removal due to a fracture of proximal femoral nail advance (pfna) caused by a pseudarthrose healing of bone. Originally the patient was implanted with pfna nail, pfna blade and an unknown locking screw. The revision surgery was completed successfully with no surgical delay. Patient outcome was unknown. Concomitant devices reported: pfna blade (part 04.027.037, lot l009819, quantity 1), end caps (part#273.155s, lot #: unknown, quantity#1) bolt (part#259.580, lot #: 2271865, quantity: 1) this is report 1 of 2 for (B)(4).